Event description:
Received info stating customer received multiple resume pump alarms. Reportedly customer's blood glucose level was impacted.

Manufacturer narrative:
No product has been returned for eval. Should new info become available, a supplemental report will be submitted.